Event description:
The acl's specialist nurse scrub from our dealer in another country reported to us that during a surgical procedure when the reamer passed through the tibial tunnel and over the guide pin and drilled to approx 25-30 mm in depth, the reamer broke at 3 fluted point in two pieces.

Manufacturer narrative:
The surgeon had problems in pulling out the broken pieces of the reamer which sank in the femoral tunnel and knee joint. One- tourniquet time extended. Two- the femoral cannel widened and the surgeon had to use the interference screw for better fixation in the tunnel.